Event description:
Report received of a problem of an occluded catheter. Follow up with reporter revealed a programming error occurred. Patient received too much medication-prior to surgery patient's daily dose was 520 mcg per day. Post op the patient received a 480 mcg bolus of 2000 mcg/ml baclofen. Patient's respiratory rate was 11 and o2 at 99. Hcp was concerned with o2 output and patient was intubated. The error occurred because the "internal pump tubing was included in the bolus." The 8840 programmer was used - entry of the 2 catheter parts and the sum of the 2 numbers for the bolus was the point of the error. Reporter feels that the "calculating sheets" used with prior programmers were helpful in verifying the programming and would confirm for the hcp the programming dose. Use of the programmer dose does not provide a verifying check before the med is administered. The next morning patient was extubated and pump programmed to 400 mcg. Patient monitored another day and then discharged as stable.